Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because no lot information is available the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent malposition is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a micro-stent device, implanted by another surgeon, is found to have two retention rings exposed and it is touching the corneal endothelium. The surgeon reports the endothelial cell count is good for now but will follow up with the patient back in two months. Additional information was received reporting the reporting surgeon is not the surgeon that originally placed the device. However, upon his examination, he noted there is corneal touch with overlying edema and two retention rings are visible